Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted if additional information becomes available.

Event description:
It was reported that during nava (neurally adjusted ventilatory assist) mode of ventilation, after the ng-tube was placed in the patient and feeding was started, the patient had a decompensation and pneumothorax. CT scan was performed and the ng-tube was found to be placed in the right lung instead of esophagus. The patient is still intubated and on a ventilator and is recovering from the event. (B)(4).

Manufacturer narrative:
There are no parts to investigate in this complaint since the cause of the incident was not related to a product failure. Hospital¿s in-house policy requires that confirmation of placement is done by x-ray or gastric ph prior to starting any feeds. According to provided information these instructions was not followed. The hospital agrees that this is a user related failure.

Event description:
(B)(4).